Manufacturer narrative:
Additional information for concomitant medical products: therapy date now provided, it was inadvertently left off on the initial MDR. The bulkhead connector was returned to the manufacturer for analysis. Investigation found that the connector is broken out on one side and pushed out on the other side with bent leads inside. The hardware investigation found that reported event was related a physical failure. The root cause was a damaged connector, pint bent or missing.

Manufacturer narrative:
During the onsite inspection, the medtronic representative confirmed that the bulkhead connector was damaged. The damaged bulkhead network connector was replaced. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site was unable to establish communication between their imaging system and the s7 during a case. The site used a different imaging system to continue the case. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. After surgery, the medtronic representative found that the s7 bulkhead connector was damaged.